Manufacturer narrative:
Exact date unknown, event occurred between (B)(6) 2015 to (B)(6) 2020. The complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. Literature source: rishi p., robert d., greg r., john g., girish m., swati p., et al. Long-term transmural drainage of pancreatic fluid collections with double pigtail stents following lumen apposing metal stent placement improves recurrence-free survival in disconnected pancreatic duct syndrome. Japan gastroenterological endoscopy society; 2022; 34: 1234-1241. Https://doi: 10.1111/den.14266. (B)(4).

Event description:
Boston scientific corporation became aware of the following event from referenced literature article "long-term transmural drainage of pancreatic fluid collections with double pigtail stents following lumen apposing metal stent placement improves recurrence-free survival in disconnected pancreatic duct syndrome" by dr. Rishi pawa, et al. It was reported to boston scientific corporation on october 19, 2022, that an axios stent and electrocautery enhanced delivery system was implanted to treat a pancreatic fluid collection caused by disconnected pancreatic duct syndrome during an endoscopic ultrasound-guided drainage procedure performed between november 2015 to september 2020. On an unknown date, the lumen apposing metal stent partially migrated inside the cyst cavity and was repositioned endoscopically.